Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, genital haemorrhage and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and genital haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ general abnormal bleeding, dysmenorrhea (cramping) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, genital haemorrhage and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and genital haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ general abnormal bleeding, dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- event injury updated to dysmenorrhea (cramping). New events endometriosis, general abnormal bleeding, the patient did not undergo confirmatory test were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.